Event description:
It was reported that the patient underwent a 1 level posterior interbody fusion. It was reported that the bone screw head splayed and would not allow for set screw engagement. The screw was removed and replaced with a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.